Event description:
A caller reported a cgm error 42 with their g7 sensor. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to perform a pump reset, which resolved the error, allowing them to successfully start their sensor session.